Event description:
It was reported that programmer experienced an error message. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not reproduce the error message; however, errors were found in the error log.